Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilatation was performed with a 15x15mm balloon catheter, a 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the "wire" broke. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The shaft is intact; there is no shaft separation. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure without issue. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. There were numerous hypotube and shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
It was reported that shaft break occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilatation was performed with a 15x15mm balloon catheter, a 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the "wire" broke. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.